Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain, pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no" in (B)(6) 2014. On an unknown date, the patient started acetaminophen at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 03-jul-2018: pfs received: new reporters, patient demographic information, product indication updated, treatment medication, new events menorrhagia, vaginal haemorrhage, depression, anxiety and device monitoring procedure not performed added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain') in a 38-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal colic (ureteric colic), nausea, emesis, flank pain, hydronephrosis, unilateral renal calculus, menses irregular, gravida ii, parity 2, dysfunctional uterine bleeding and kidney stones. Concomitant products included paracetamol (acetaminophen) for pelvic pain as well as estradiol (estring), hydrocodone, ondansetron hydrochloride (zofran), tamsulosin hydrochloride (flomax relief) and tolterodine l-tartrate (detrol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and uterine haemorrhage was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal information. Discrepancy noted in essure insertion date: (as per previous fu): (B)(6) 2013. About 4 coils were trailing in the endometrial cavity on the right side and about 6 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Imaging procedure - on (B)(6) 2014: essure confirmation test(unspecified): successful occlusion of the fallopian tubes.. Pathology test - on (2015: final diagnosis: uterus and cervix" (hysterectomy): uterus, 126 grams. Endometrium proliferative pattern, no hyperplasia or carcinoma seen. Myometrium unremarkable . Cervix chronic cervicitis, no dysplasia or carcinoma seen. Serosa unremarkable. Fallopian tube 1- unremarkable. Fallopian tube 2- unremarkable. Batch no b59461, production date 2013-07-21, expiration date 2016-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of product technical problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain') in a 38-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal colic (ureteric colic), nausea, emesis, flank pain, hydronephrosis, unilateral renal calculus, menses irregular, gravida ii, parity 2, dysfunctional uterine bleeding and kidney stones. Concomitant products included paracetamol (acetaminophen) for pelvic pain as well as estradiol (estring), hydrocodone, ondansetron hydrochloride (zofran), tamsulosin hydrochloride (flomax relief) and tolterodine l-tartrate (detrol). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and uterine haemorrhage was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal information. Discrepancy noted in essure insertion date: (as per previous fu): (B)(6) 2013. About 4 coils were trailing in the endometrial cavity on the right side and about 6 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Imaging procedure - on (B)(6) 2014: essure confirmation test(unspecified): successful occlusion of the fallopian tubes.. Pathology test - on (B)(6) 2015: final diagnosis: uterus and cervix" (hysterectomy): uterus, 126 grams. Endometrium proliferative pattern, no hyperplasia or carcinoma seen. Myometrium unremarkable . Cervix chronic cervicitis, no dysplasia or carcinoma seen. Serosa unremarkable. Fallopian tube 1-unremrakble. Fallopian tube 2-unremarkable. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet received. Event dysmenorrhea (cramping) and abnormal uterine bleeding were added. Lot no. Was added. Event outcome was updated for the events: pelvic pain and abnormal uterine bleeding . Lab data and reporter's information was added. Fu 7 & 8 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain') in a 38-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal colic (ureteric colic), nausea, emesis, flank pain, hydronephrosis, unilateral renal calculus, menses irregular, gravida ii, parity 2, dysfunctional uterine bleeding and kidney stones. Concomitant products included paracetamol (acetaminophen) for pelvic pain as well as estradiol (estring), hydrocodone, ondansetron hydrochloride (zofran), tamsulosin hydrochloride (flomax relief) and tolterodine l-tartrate (detrol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to to complications from the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the uterine haemorrhage was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal information. Discrepancy noted in essure insertion date: (as per previous fu): (B)(6) 2013. About 4 coils were trailing in the endometrial cavity on the right side and about 6 coils on the left side. Patient received treatment for events- vaginal bleeding, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Imaging procedure - on (B)(6) 2014: essure confirmation test(unspecified): successful occlusion of the fallopian tubes. Pathology test - on (B)(6) 2015: final diagnosis: uterus and cervix" (hysterectomy): uterus, 126 grams. Endometrium proliferative pattern, no hyperplasia or carcinoma seen. Myometrium unremarkable . Cervix chronic cervicitis, no dysplasia or carcinoma seen. Serosa unremarkable. Fallopian tube 1-unremrakble. Fallopian tube 2-unremarkable. Batch no b59461 production date 2013-07-21 expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, vaginal bleeding, menorrhagia were updated, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.